Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided pump reset information. Following the reset, the error did not recur, allowing the customer to successfully start their sensor session.